Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that when they dial up to 3.5 units of insulin or higher on the insulin pen, it is really hard to turn the dial. The customer's mother reported that when an injection is given insulin no longer comes out. Customer's mother stated the screw does not move. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.